Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced in b5 is being filed under a separate manufacturer report number.

Event description:
It was reported that this was a venotomy closure of the left common femoral vein using the pre-close technique via a 7f sheath hole prior to a non-abbott pulse field ablation interventional procedure. The first prostyle suture was successfully pre-placed at the 11 o'clock position. Reportedly, when an attempt was made with a second prostyle at the 1 o'clock position, a cuff miss [suture retrieval issue] was noticed. This occurred with two prostyle devices. Another prostyle device was used and the suture was successfully pre-placed, the sheath was upsized to a 10f and the interventional procedure was completed. Hemostasis was achieved with the two pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.